Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator unable to deliver effective ventilation. The patient alleges harm. In the previous report, this complaint was classified as a product problem. This is being corrected to a "serious injury". In addition, the narrative did not include the patient's condition from the alleged device malfunction. The manufacturer received information alleging a ventilator unable to deliver effective ventilation and a "ventilator inoperative" alarm. The reporter alleges that the patient was dyspneic with 79% saturation. The device has not been yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator unable to deliver effective ventilation. The patient alleges harm. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator unable to deliver effective ventilation and a "ventilator inoperative" alarm. The reporter alleges that the patient was dyspneic with 79% saturation. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was evaluated by the manufacturer's product investigation laboratory (pil), and the pil could verify that the log taken from the unit included err_vent_inop alarms after e-00050 err_pressure_failed. Regardless of the vent inop alarms and e-50 errors that were noted in the log, these could not be duplicated at the pil lab. The pil visually inspected the device and did not observe any visual defects. The unit was sent to engineering and found the etched disk was clogged.